Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, a curved opening on radius, wear abrasion, and brown particles on the shell. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional additionally reported implant exchange due to patient's concern with the product. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported implant exchange due to patient's concern with the product. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii¿.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.